Event description:
It was reported that this right ventricular (rv) lead was extracted due to fracture. In addition, conductor cables that were loose and in the pocket were cut and allowed to retract into the body. Additional information indicated that failure to advance locking stylet and device measurements were the basis of the fracture determination. No additional adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was fractured. In addition, conductor cables that were loose and in the pocket were cut and allowed to retract into the body. This rv lead was explanted. No additional adverse patient effects reported.